Event description:
It was reported to boston scientific that an overstitch nxt was used in the stomach to perform an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. The procedure was successfully completed. The same night, the patient experienced severe abdominal pain and was referred to a local hospital. The patient admitted herself to the hospital in the morning after the procedure. The treating physician was able to identify two perforations in the stomach. The overstitch sutures were removed and the perforations closed as part of an intervention. The intervention procedure was successfully completed. The patient's condition was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf code f19 captures the reportable event of surgical intervention. Imdrf code e2114 captures the reportable event of perforation. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Manufacturer narrative:
Block h6: imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf code f19 captures the reportable event of surgical intervention. Imdrf code e2114 captures the reportable event of perforation. Additional information: block: d4: lot number, expiration date. H4: device manufacturing date. Ei: initial reporter phone.

Event description:
It was reported to boston scientific that an overstitch nxt was used in the stomach to perform an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. The procedure was successfully completed. The same night, the patient experienced severe abdominal pain and was referred to a local hospital. The patient admitted herself to the hospital in the morning after the procedure. The treating physician was able to identify two perforations in the stomach. The overstitch sutures were removed and the perforations closed as part of an intervention. The intervention procedure was successfully completed. The patient's condition was reported to be fully recovered.